Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while removing the delivery catheter system (dcs) from the patient, the nose cone stuck on the bottom of the valve frame, pulling the valve into the ascending aorta. The valve was snared to keep it in place while a second valve was successfully deployed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.